Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 34 mm amplatzer sizing balloon ii was selected for use. During the procedure, a pericardial effusion was noted. At the end of the procedure, a pericardiocentesis was performed and the patient was transferred to surgery where no leak was found. The patient was stable before, during, and after the issue. The cause of the pericardial effusion is not clear. The patient is stable post-operatively.

Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 34mm amplatzer sizing balloon ii was selected for use. During the procedure, a pericardial effusion was noted. At the end of the procedure, a pericardiocentesis was performed and the patient was transferred to surgery where no leak was found. The patient was stable before, during, and after the issue. The cause of the pericardial effusion is not clear. The patient is stable post-operatively.